Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited intermittent capture, high impedance, and an insulation anomaly. The lead was capped and replaced. No patient symptoms were reported.